Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer will replace the compressor printed circuit board (pcb). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator became inoperable. The ventilator was not on a patient at the time of the event.